Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg reached end of life and experienced prolonged charging. No device malfunction was suspected. The patient underwent ipg replacement procedure and was doing well postoperatively.